Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 26jan2021.

Event description:
It was reported to philips that the device had power-on self-test (post) alarm led failure. The device was in clinical use at the time of the event. The ventilator was swapped out, and there was no report of patient or user harm. The customer evaluated the device (bio-med) with assistance from a philips remote service engineer (rse). The bio-med reported that the alarm led does light. The rse advised the customer to replace the power switch overlay. The customer was provided with the part information to order a replacement. The customer returned a call to the philips rse stating that the power switch overlay was replaced, which corrected the issue. The device remains at the customer site.